Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside or procedure, the vertek arm was not tightening.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.